Event description:
Additional information received. It was reported the device could be charged to 75% after up to 41 minutes of charging from (B)(6) 2012 until (B)(6) 2012. The device could be charged up to 50% after charging for lengths of one hour up to "all day" from (B)(6) 2012 until (B)(6) 2012. The device could only hold 25% charge after two hours of charging as of the date of this report. It was noted the patient's device was "at 25% and going down." Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had 8 coupling bars and could charge up to 100%, but she would go from 100% charge to 0 in possibly a day. It was also reported that the patient's device kept turning off, which was happening due to low battery. The patient's typical schedule was to recharge every 3-4 days and she did not always appear to know when the device was off. She was asked to check more frequently and battery icons were reviewed. Subsequent information received reported that while the patient had high programming settings and it was thought that could be depleting the battery at a normal rate, the longevity calculator was showing between 3-4 days. The patient had been asked to keep a diary of her recharge sessions, to include start/stop times, duration of charge, and charges levels before and after. Further information received indicated that patient would be meeting with the physician and manufacturer representative when she returns from vacation to review the recharging diary. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3986a, lot# n122736, implanted: (B)(6) 2007, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).